Manufacturer narrative:
Revision to fields b5 describe event or problem, f10 device codes and h6 device codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues and was fractured. Rv lead was reprogrammed and to be monitored for now. Also, the patient has sinus tachycardia with a lot of noise. The field representative will discuss with the physician for possible lead issue and options for lead explant and or replacement. To date, this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues and was fractured. Rv lead was reprogrammed and to be monitored for now. The field representative will discuss with the physician for possible lead issue and options for lead explant and or replacement. To date, this lead remains in service. No adverse patient effects were reported.